Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the diagnostic procedure was completed as planned by moving the patient to another room. A field service engineer (fse) examined the system on site and confirmed that the system displayed an alert indicating that image storage was full. A review of the log files indicated a malfunction of the frontal ip pc, which either failed to start or experienced a delayed startup upon troubleshooting, the fse verified the issue by performing a data consistency test, which failed. To resolve the issue, the fse recreated the image drive, and the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the image storage was full which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.